Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and uterine haemorrhage ('uterine bleeding') in a female patient who had essure inserted for female sterilisation. Other product or product use issues identified: medical device monitoring error "endometrial ablation and placement of essure coils". The patient's medical history included uterine bleeding and obesity. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and uterine haemorrhage (seriousness criterion medically significant). The patient was treated with surgery (laparoscopic left salpingectomy, laparoscopic assisted vaginal hysterectomy). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain outcome was unknown. The reporter considered pelvic pain and uterine haemorrhage to be related to essure. The reporter commented: the right ovary and fallopian tube were surgically absent coil not placed in r ostia. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 16-jul-2020: mr received. Reporter information added. Date of insertion updated. Event medical device removal updated to event pelvic pain. New event added: uterine hemorrhage and medical device monitoring error. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('medical device removal') in a female patient who had essure inserted for female sterilisation. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (essure removed). Essure was removed on (B)(6) 2019. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.